Event description:
It was reported that after a recent supply change, the user experienced gradually rising blood glucose while using the ilet system; the agent offered to guide a site change but advised monitoring because values had not been out of range for more than 90 minutes, and the user agreed to wait to see if the pump reduced glucose without further intervention. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included customer interview and troubleshooting focused on infusion site and recent supply change. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia, with potential contribution from infusion site or supply change not verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.